Event description:
The customer reported receiving no delivery alarms during the prime process. The blood glucose reading was 224mg/dl. During the call, the customer stated that she was in the hospital, and her blood glucose was so high that it damaged her eyes. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.